Event description:
It ws reported that during a replacement procedure for an ICD, the lead was capped with a stated reason of "other". Note that there was also lead model 511212, s/n (B)(4), implanted on the same day that was listed as chronic.

Manufacturer narrative:
N/a